Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl and 500 mg/dl (almost to 600 mg/dl) ranges, which the customer treated via manual insulin injection. The patient's blood glucose then decreased to 71 mg/dl, and later to 48 mg/dl. The hypoglycemic event was treated with candy and soda. Troubleshooting was declined for the hyperglycemia and hypoglycemia. The insulin pump was not returned for analysis.